Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductors passed. Visual analysis indicated the tip electrode was distorted/bent; damage at implant noted. Further analysis of device indicated primary finding of no anomalies; lead functionally normal.

Event description:
It was reported, during an implant procedure, inadequate thresholds of the lead were observed. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.